Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material on the glue of the light guide (lg) lens and in the distal end was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The events can be detected and prevented in accordance with the following instructions for use (IFU): the IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. The IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: grip has discoloration, switch box has discoloration, air water-cylinder has no color, suction cylinder has no color, plug unit has corrosion due to water leakage, circuit board unit in scope connector has corrosion due to water leakage, scope connector cover unit has corrosion due to water leakage, scope connector case unit has corrosion due to water leakage, cable unit has corrosion due to water leakage, due to dirt on light guide bundle illumination is uneven, distal end is shaved, due to annual inspection, parts must be replaced, adhesive around objective lens has wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii duodenovideoscope had a light guide lens defect. During the device evaluation, it was found that the following: adhesive around light guide lens with foreign material, distal end with residual liquid, foreign material inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.